Event description:
Additional information was received that this patient expired nine days after the revision procedure. The patient death was reported to be from congestive heart failure and there was no report of procedure or device/lead involvement. It was noted that the patient was very sick.

Event description:
Additional information was provided which indicates that out of range shock impedances continued, therefore, this patient underwent system integrity testing. The device pocket was reopened and the lead was removed and tested through the pacing system analyzer (psa). The impedance measurements were 200 ohms. The existing rv lead was reconnected to the device and a 1.1 joule commanded shock was delivered and the impedance was 82 ohms. A high energy shock yielded an impedance of 104 ohms. The physician opted to surgically cap and abandon the rv lead. A new lead was successfully placed. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements. It was reported that the impedances had been steadily increasing since implant. The physician plans to continue to monitor the patient at this time. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.